Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported "possible rupture". Later, patient reported "intact" and "ptosis (which is ndr)". This record is for the right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported "possible rupture". This record is for the right side. Device was explanted and replaced with another manufacturer's device. It is unknown devices will be returned.